Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: MFR. Reference report: 3006705815-2018-00020. It was reported the patient lost stimulation. The patient was receiving effective stimulation on the day of the trial; however when the patient was met for reprogramming the abbott representative was unable to provide any stimulation. An x-ray was taken and confirmed one lead had completely migrated out of the epidural space and the other lead had only one contact in the epidural space. The physician removed both leads. Another trial may be undertaken in the future.